Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer stated that his sensor glucose was 10 mmol/l and his blood glucose was 5.6 mmol/l. Customer had multiple low predict alarms and just started a new sensor a few hours before the call. Customer was advised to remove the sensor and it was found that the cannula was slightly bent.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed per specification with accurate readings. Also found a bent cannula. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.